Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator displayed a o2-sensor failure while on a patient. The hospital switched to another ventilator unit in order to suspend the alarm sound. There was no patient harm. (B)(4).